Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the screen is freezing up and is not responding. The customer determined that the uim (user interface model) is the problem. The customer reported the suspect device was not on a patient when the issue occurred. There is no reports of patient involvement associated with the event.